Event description:
A report was received that a pt was explanted because they were not receiving adequate stimulation from their scs system. The pt received x-rays that revealed one contact on the paddle lead was significantly displaced.